Event description:
It was reported that the impedance on the left ventricular (lv) lead was a little high. No programming changes were made and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.